Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 2 of 7. It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, 1 patient sample had erroneous low potassium. No patient impact reported.